Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged that the pump was intermittently vibrating. It was noted that there were no temporary basals running and nothing appeared on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump's audible sound and vibrations were functioning properly. The complaint of the intermittent vibration was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.